Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no capture issue was observed and an auto capture test recommended performing an auto capture. No patient symptoms were reported. The clinician noticed that during pacing there were drop beats with no back up pulse and there were high output modes triggered in the past. Programming changes were made. Patient was stable.